Event description:
The customer reported via phone call that the insulin pump alarmed calibration error and change sensor. The customer was having issues with her blood glucose level. The customer went to the emergency room and they changed her infusion set while she was there. While in the hospital her blood glucose level dropped to 50 mg/dl. She was administered 5 units via insulin drip. According to the sensor her blood glucose level was 177 mg/dl but the hospital's meter read 140 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.